Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 625 mg/dl with trace amounts of ketones. The cause was not known. The customer was treated in the emergency room with an insulin injection and intravenous fluids. After 8 hours, the bg was 276 mg/dl. The customer felt better and more hydrated. A pump system check was performed and no device issues were identified. The customer was satisfied.